Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1 cfu. Bacterial identification: micrococcaceae. Based on the results of the investigation the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the scope tested positive for <100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that the videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.